Event description:
It was reported that during a procedure a intellamap orion high resolution mapping catheter shaft inside the basket was slightly bent from the beginning of the procedure. There was no problem in recognition and deployment of the catheter; therefore, the procedure was continued. However, after repeated insertion into and removal from the sheath and deployment, the catheter broke inside the basket. The issue was solved by exchanging the catheter and the procedure was successfully completed. No patient complications were reported. Device is expected to be returned. Per additional information received on 13july2022 the shaft inside the basket has already been noted slightly bent from the beginning, and it broke when the deployment of basket was repeatedly performed. No pictures available.

Manufacturer narrative:
The device was returned to boston scientific for analysis. Per visual inspection a kink was observed in the deployment shaft near the distal tip that would affect usability.

Event description:
It was reported that during a procedure a intellamap orion high resolution mapping catheter shaft inside the basket was slightly bent from the beginning of the procedure. There was no problem in recognition and deployment of the catheter; therefore, the procedure was continued. However, after repeated insertion into and removal from the sheath and deployment, the catheter broke inside the basket. The issue was solved by exchanging the catheter and the procedure was successfully completed. No patient complications were reported. Device is expected to be returned. Per additional information received on 13 july 2022, the shaft inside the basket has already been noted slightly bent from the beginning, and it broke when the deployment of basket was repeatedly performed. No pictures available.